Manufacturer narrative:
The relevant components include: product ID: 8709, lot# j10994r63, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration and an unknown dose via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that beginning a couple of weeks ago ((B)(6) 2017) the patient thought there was an issue with the catheter because the patient had been getting extreme spasticity and they had been upping the dose and it was not helping. The patient stated she had never had the catheter replaced. The patient was to get a catheter dye study next week on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the physician concluded the 2002 catheter was kinking and there were no problems with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient was scheduled for a catheter dye study on (B)(6) 2017. The cause of the catheter issue was not yet determined as the hcp was awaiting the dye study results. The issue with the catheter and spasticity had not been resolved.